Event description:
It was reported that an alert had been triggered for right ventricular (rv) pacing lead impedance out of range. An automatic lead safety switch (lss) from bipolar to unipolar configuration occurred due to a measurement of 2002 ohms. Other lead measurements were satisfactory. The information has been documented and the lead remains in service. No adverse patient effects were reported. It was reported that an alert had been generated for rv intrinsic amplitude out of range. Review of the device data identified stored non-sustained ventricular tachycardia (nsvt) and electrograms showed noise which was oversensed. Pacing inhibition was present with the patient's native ventricular escape rhythm. A boston scientific technical services consultant stated the appearance is suggestive of mineralization/calcification which can manifest as a gradual rise in impedance. Additionally, the available rv events after the lss was triggered are explained most likely by the unipolar sensing configuration. In-clinic testing would allow for additional investigation to rule out compromised lead integrity and programming split configuration could be a temporary mitigation. If clinically appropriate, the rv pacing impedance lss trigger limit could be adjusted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered for right ventricular (rv) pacing lead impedance out of range. An automatic safety switch from bipolar to unipolar configuration occurred due to a measurement of 2002 ohms. Other lead measurements were satisfactory. The information has been documented and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This supplemental report is being submitted with additional event details. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered for right ventricular (rv) pacing lead impedance out of range. An automatic lead safety switch (lss) from bipolar to unipolar configuration occurred due to a measurement of 2002 ohms. Other lead measurements were satisfactory. The information has been documented, and the lead remains in service. No adverse patient effects were reported. It was reported that an alert had been generated for rv intrinsic amplitude out of range. Review of the device data identified stored non-sustained ventricular tachycardia (nsvt) and electrograms showed noise which was oversensed. Pacing inhibition was present with the patient's native ventricular escape rhythm. A boston scientific technical services consultant stated the appearance is suggestive of mineralization/calcification which can manifest as a gradual rise in impedance. Additionally, the available rv events after the lss was triggered are explained most likely by the unipolar sensing configuration. In-clinic testing would allow for additional investigation to rule out compromised lead integrity and programming split configuration could be a temporary mitigation. If clinically appropriate, the rv pacing impedance lss trigger limit could be adjusted. It was reported that maneuvers were not performed; however, no noise was present on the egms and there were no episodes with noise since the last check. The rv output was programmed to unipolar pacing and bipolar sensing at the last check. The system remains in service and no adverse patient effects were reported.